Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was inaccurately delivering insulin. The reporter stated that the patient had experienced a blood glucose level over 250 mg/dl but was underneath 500 mg/dl. The reporter did not state that there were any symptoms associated with hyperglycemia that the patient experienced. The reported blood glucose level does not meet the criteria for a serious injury. This complaint is being reported based on a nonspecific delivery issue with the pumpl.